Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of particulates within the cassette area. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and found pump motor a stalling. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis registered nurse(pdrn) discovered a fluid leak on the inside of the cycler. The pdrn stated the cassette was not there. The cycler was tagged that the cassette had leaked inside. The pdrn did not know the details of what happened but stated there was fluid dripping from inside the cycler. A new cycler was issued to the patient. Fluid did come in contact with cycler. Additional information was requested, however it was not available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse(pdrn) discovered a fluid leak on the inside of the cycler. The pdrn stated the cassette was not there. The cycler was tagged that the cassette had leaked inside. The pdrn did not know the details of what happened but stated there was fluid dripping from inside the cycler. A new cycler was issued to the patient. Fluid did come in contact with cycler. Additional information was requested, however it was not available.